Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire broken and stuck on catheter, as part of overall visual revision. The visual inspection was performed and the device returned inside the catheter and severely damaged; the wire was removed from the catheter and presents: the corewire fractured from the proximal end; the coilwire unraveled, and the device has a kinked from the proximal end. Moreover, the distal section of this device was not returned. All the outer diameter taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that difficulty removing the guidewire and tip unraveled occurred. The target lesion was unspecified. A 75cm .035 amplatz super stiff¿ guidewire was advanced and followed by a 8f non-bsc drainage catheter. The physician was unable to pull the wire out and it was noticed that the tip unraveled again. The procedure was completed with an unspecified device. No patient complications were reported and the patients status was fine. However, device analysis revealed a broken core wire.